Event description:
A nurse reported that system displayed instability in the aspiration portion of a cataract intraocular lens (iol) implant procedure. The procedure was completed using the same equipment and accessories with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).